Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the cardiac resynchronization therapy defibrillator (crt-d) implant procedure it was noted that the device exhibited a gray bar indicating battery voltage below indication for implant which was missed prior to the implant. The device remains in use. No patient complications have been reported as a result of this event.